Manufacturer narrative:
The thermogard xp ivtm system (sn (B)(4)) was not returned to zoll for evaluation. The reported event was confirmed in the archive review but not during the initial functional testing based on the evaluation of the thermogard system performed by biomed technician at the customer's site. There were no device deficiencies found during the evaluation of the platform, which could have caused or contributed to the reported event. Upon visual inspection, no physical damage was observed. During initial functional testing, the thermogard xp ivtm system passed all the tests without any fault or error. The archive data review showed occurrence of multiple mid:09 (air trap assembly), one mid:20 (adc1 timeout) and one mid:21 (adc2 timeout) error messages. As a precautionary measure, software 2.04a was reloaded to remedy the occurrence of mid:20 and mid:21 error messages and air trap block with board was changed to remedy the occurrence of mid:09 error message. Following service, the system passed all the testing without any fault or error. All test and readings are within the specified limits and the system functioned as intended. Historical complaints were reviewed and there was no similar complaint reported for the thermogard xp ivtm system with serial number (B)(4).

Event description:
As reported, the user observed sensor fault in the thermogard xp ivtm system ((B)(4)) and noticed that the coolant cap was missing from the system. No known impact or consequence to patient information was available.